Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned (disposed by the hospital) for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to exactly determine the root cause of the complaint event. However based on the given information; ¿when the drill was inserted during axsos proximal tibia operation, it was contacted to the k wire. However the drill was inserted moreover and the tip of it was broken about 1cm and left in the patient body. Therefore, the bone was cut with a crown reamer and took out the broken part.¿ the root cause was attributed to be user related. The failure was caused by possibly inadequate handling during drilling. A review of the device history for the 3 reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the drill was inserted during axsos proximal tibia operation, it contacted to the k wire. However the drill was inserted further and the tip of it broke and was left in the patient's body, then bone was cut with a crown reamer to take out the broken part.